Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient had poor distance vision. The patient had a history of lasik which resulted in the overcorrection. The lens was exchanged. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Add¿l info was requested. B)(4).